Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed at the bench level. The cac adapter failed visual inspection and functional testing. The adapter could not properly power a controller. This was caused by a defective output cable due to damage caused during use. The most likely root cause of the reported event can be attributed to the handling of the unit during use. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The IFU cautions users to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Users are instructed to return any damaged components to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient stated that his controller ac adapter had stopped working. The patient reported that the cac adapter was intermittently supplying power and at other times not registering. Upon further assessment by site, it appeared that a small area of the adapter cable was damaged.  The patient was unable to report if this was like this since implant, but denied any damage by himself to the adapter. The event was not associated with any controller alarms or pump off time. The cac was subsequently exchanged with no reported patient consequence. No further information has been provided.